Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the 6.0x150mm absolute pro self-expanding met resistance with an 0.018¿ guide wire during advancement. When attempting to deploy the handle got stuck right before the release phase and the stent completely failed to deploy. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: one 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and as it is likely that use of the undersized 0.018¿ guide wire resulted in the device being bent in the anatomy resulting in prevented the shaft lumens from moving freely; thus resulting in the reported difficult to advance and during attempted deployment resulted in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device and/or handling during packing for return analysis resulted in the noted premature activation (stent partially exposed). The noted blood in the sheath likely contributed to the reported/noted difficulties during return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Further information reported that it was noted that the was resistance felt at the beginning of deployment; however, it unclear when the stent partially deployed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions the absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a common femoral artery. The 6.0x150mm absolute pro self-expanding met resistance with an .018 guide wire during advancement. When attempting to deploy the handle got stuck right before the release phase and the stent completely failed to deploy. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Per device analysis the absolute pro self-expanding stent returned with partial deployed with 4mm stent exposed; however, was not flowered. No additional information was provided.